Manufacturer narrative:
D.3 manufacturer name should not have contained a number behind it on the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. The impella device was not received from the customer, but the event logs were received. Data logs showed the pump ran without issue during support. There were suction alarms triggered during the case but they were resolved. The cause of suction issue was most likely patient condition related since the suction was resolved by fluid compensation. The device history review was completed and the pump passed all post sterile inspection checks.

Event description:
The complainant reported that after being diuresed overnight, suction alarms began to appear during impella 5.5 support. Three units of blood were transfused response to the suction issues. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.